Manufacturer narrative:
Batch review performed on 13 december 2019: lot 154781: (B)(4) items manufactured and released on 14 december 2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 7 months after the primary due to pain due to a fractured lateral portion of the patella. The surgeon left the original patella in and trimmed off the damaged portion and revised the insert. The surgery was completed successfully.